Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture and removal difficulties occurred. The target lesion was located in a fistula. The gladiator 7.0 x40, 40cm balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated and ruptured at around 26 atms. While attempting to removed the balloon, a circumferential tear in the balloon material was noted and the physician was unable to retract the catheter into the sheath; however, the balloon and sheath were able to be removed from the patient. No portion of the balloon material detached. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture and removal difficulties occurred. The target lesion was located in a fistula. The gladiator 7.0 x40, 40cm balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated and ruptured at around 26 atms. While attempting to remove the balloon, a circumferential tear in the balloon material was noted and the physician was unable to retract the catheter into the sheath; however, the balloon and sheath were able to be removed from the patient. No portion of the balloon material detached. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that it was returned within a sheath. The balloon material was torn circumferentially at approximately 24mm distal to the proximal transition zone. The distal portion of the circumferentially torn balloon was attached to the distal tip. The single lumen shaft was severely stretched. A visual and tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user relate as the complaint report states that the balloon was inflated above the recommended rated burst pressure listed in the dfu. (B)(4).

Manufacturer narrative:
(B)(4).